Manufacturer narrative:
Analysis found that the pin or solder joint was loose. Soldering the joint to pcb. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via a distributor that the device has no stimulation response during operation. There was no patient involvement.